Event description:
The event is reported as: alleged issue: veterinarian clinic stated the staples are coming out 2-3 at a time as they were doing a test on them before using. No reported pt injury.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report. Per device history report (DHR) investigation did not show issues related to this complaint.